Event description:
Technomed received a complaint via mpower/cadwell with a reported incident that resulted in a patient burn involving a neuroguard electrode (ref#: s41-938; lot#: 102884). The neuroguard electrode used and the cadwell equipment were owned by (B)(6). Small burn notes at erbs point recording site in left clavicle.